Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a leak in the oxygenator housing. The perfusionists connected the water lines to the heat exchanger water inlet & outlet port. Once they started the water flow from heater cooler all the heater cooler water started coming out from the housing. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11 3331, 3259, 25). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The actual sample was visually inspected upon receipt and did not find any anomaly including a break that could lead to leak. The housing on the blood inlet side was detached to check for a leak from the water channel. It was revealed that no o-ring had been installed in its place. Review of the device history record and incoming inspection record of the involved product code/lot combination did not find any anomaly in them. Review of video monitoring identified the sample unit was inadvertently passed through 2 processes without detection of the missing o-ring. The investigation confirmed the lack of an o-ring. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 23, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability added date returned to manufacturer). G4 (date received by manufacturer) . G7 (indication that this is a follow-up report) . H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.